Event description:
On (B)(6), 2022, as the patient was still hospitalized after the initial implant procedure on (B)(6), 2022 due to being aggressively diuresed, a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated as the values from the right heart catheterization and sensor matched. Further information revealed the patient was being treated based off of the pulmonary artery diastolic pressure by the clinician when the mean arterial pressure should have been treated instead. The clinician was reeducated by abbott on how to treat the pulmonary artery pressure values since the event. There were no adverse consequences to the patient reported by a physician from the use of the pulmonary artery diastolic pressure instead of the mean arterial pressure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.